Event description:
Additional information was received that the surgeon found a large amount of scar tissue on the nerve surrounding the electrode. There was no reported damage on the lead and physician felt that the high impedance was due to the scarring.

Event description:
It was reported to that this patients generator could not be communicated with using a vns programming system. A battery life calculation was performed on this patients generator it was determined this patients battery was likely depleted. Clinic notes for the patient were received and reviewed. It was indicated that the vns battery is dead and needs immediate replacement. The patient has seen great benefit from vns additional information was received that the patients device could not be interrogated during pre-op due to it being depleted. When the new generator was connected to the leads, high impedance was seen. The pin was removed and re-inserted, as well as inspected the insertion but impedance was not resolved. The surgeon proceeded with a full revision. Per hospital policy, the explanted device is not available for return. No additional relevant information has been received to date.